Manufacturer narrative:
Batch review performed on 14 february 2022: lot 1900455: (B)(4) items manufactured and released on 26-june-2019. Expiration date: 2024-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 2 years after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.